Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, the reported problem of "'flow rate is higher than expected, reached 20 ml in 10 minutes during pm testing" was not reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump flow rate was higher than expected, reached 20 ml in 10 minutes during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.